Manufacturer narrative:
Additional suspect medical device involved: reference number: (B)(4), product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: (B)(4).

Event description:
A report was received that a patient went in for a lead revision due to ineffective therapy due to lead migration. During the revision the lead was found to be stuck inside the ipg. The physician couldn't loosen the screw and subsequently explanted the lead and ipg.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient went in for a lead revision due to ineffective therapy due to lead migration. During the revision the lead was found to be stuck inside the ipg. The physician couldn't loosen the screw and subsequently explanted the lead and ipg.

Manufacturer narrative:
It was reported that the lead was stuck in the ipg, and the physician couldn't loosen the screw. Lead analysis: the complaint was confirmed. The root cause was found to be the flattened contact 8 by a setscrew. The setscrew should be locked down on the retention sleeve but there was no setscrew mark on the sleeve. The distal end was not returned. Ipg analysis: the complaint was not confirmed. The setscrews were functioning as expected. The device passed functional tests and revealed no anomalies.

Event description:
A report was received that a patient went in for a lead revision due to ineffective therapy due to lead migration. During the revision the lead was found to be stuck inside the ipg. The physician couldn't loosen the screw and subsequently explanted the lead and ipg.